Manufacturer narrative:
Full analysis cannot be completed at this time due to pending litigation. Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that the implantable pulse generator (ipg) exhibited undersensing post-implant procedure. Additionally, the right ventricular (rv) lead exhibited sensing issues. It was determined that the physician selected a programmer to analyzed the new device based on the previous device's configurations. The lead was programmed bipolar. It was recommended to program the lead to unipolar; however, the physician was concerned with noise. The physician decided to explant and replace the ipg, and cap and replace the lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.